Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken hanger and ventricular connector, and additionally noted that the upper case was damaged at it bosses, the battery drawer was sticky and the keypad was scratched. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's hanger and ventricular port need to be repaired. The generator was returned for service. No patient complications have been reported as a result of this event.